Event description:
The customer provided the following timeline of events: orange test plug placed in inspiratory port for routine low pressure leak test, as stated in preoperative tests contained in the (B) (4) user manual. Respiratory therapist left room while test was in process. Student entered room and saw circuit tubing dangling from machine and attached it to the end of the orange test plug. No manual pressure test done prior to procedure. Patient's pre-oxygenation sats rose, etc02 registered on monitor. Lack of expired oxygen reading was missed as was the lack of inflation and deflation of the reservoir bag. Patient coded. Machine checked and circuit tubing hooked up correctly. There was no reported patient injury.

Manufacturer narrative:
Date of event is an estimate. Attempts are being made to obtain additional information, e.g. Serial #, exact date of event, patient information, etc., however, no information, to date, has been received. Investigation/conclusion: the (B) (4) users manual, preoperative tests section, step 1 of the low pressure leak check states, "occlude the inspiratory (right-hand) port". Once the test is completed, the manual states that the user is to "open the inspiratory port and reconnect the breathing circuit".